Event description:
After 6 1/2 years of successful cochlear implant use, this pt's electrode array migrated outside the cochlea. Therefore, the device was explanted and pt was reimplanted with a new device in 2005.